Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that technical services (ts) was consulted to review the stored data for this implantable cardioverter defibrillator (ICD) since the patient had an atrial fibrillation (af). Ts discussed the device programmed settings and how the device behaved during the episode, with the device suspected of inducing the atrial fibrillation (af) due to the timing of atrial pacing since delivery was delayed due to its programmed settings. This device remains in service. No additional adverse patient effects were reported.